Event description:
The patient underwent a spinal surgical procedure with the use of rhbmp-2. It was reported that the patient allegedly sustained unspecified injuries resulting from the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: unknown date: the patient underwent the following procedures: anterior arthrodesis, l4-l5 and l5-s1, using 3-degree cephalad and 3- degree caudal endplate at l4-l5 and the 6- degree caudal, 3-degree cephalad endplate at l5-s1. Bone morphogenic protein(bmp) augmentation of anterior lumbar interbody fusion, l4-l5 and l5-s1, with autograft from the same incision. Posterior instrumented lumbar fusion , l4 to s1, using the titanium pedicle screw instrumentation and compression with a crosslink between l4 and l5. Posterolateral fusion, l4 to s1, using bone morphogenic protein(bmp), mastergraft and autograft from the same incision. Baseline electromyelography. Motor evoked potential, lower extremity. Evoked electromyelography stimulation of 2 anterior metallic implants and 6 posterior pedicle screws. Continuous intraoperative electromyelography monitoring for about 8 hours.